Event description:
The user said the suspect device memory is not storing results correctly. They compared the memory to their log book of written results. The device was replaced and requested to be returned for evaluation.